Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The returned wet sample was visually inspected, the light blue auxiliary suction connector barb was cracked inside. A pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. The cassette was placed on the console and could pass priming and calibration, however, fluid leaked during proportional reflux on the auxiliary mode. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process of the connector. The supplier manufacturer had been notified and made aware of this complaint issue. No further action will be taken for this occurrence. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance had reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported cassette leakage occurred before a vitrectomy surgery. The surgery was completed after a new replacement was used. There was no patient involvement. Additional information received from the company representative who stated that there was no harm to the or staff.